Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down after windows updates. A field service engineer (fse) found that the hard drive would not boot or read and attempts to reimage it were unsuccessful, replaced the hard drive and completed a full reimaging to resolve the issue. Both sites showed maintenance in progress state, manually installed wsus and eset and ran all required checks. Once the system was fully operational, the fse inventoried the entire unit and completed functional testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station displayed a black screen with a white cursor during the update, the station reboot was performed. The customer mentioned, facility had a scheduled surgery and required the station to be operational prior to the procedure. However, there were no adverse events or injuries reported based on this event.